Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a lead migration due to a fall. It was reported that the lead was changed and the new lead was implanted on (B)(6) 2015. No further complications were reported/anticipated.